Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the patient's leads exhibited low impedances as well as noise. No intervention was reported, and the patient is reportedly in good condition.

Event description:
New information received notes that the atrial and ventricular leads were explanted. The patient was in good condition.